Event description:
In 2004, received a medwatch report indicating the retractor was used during a surgical procedure in 2004. The retractor was used on a pt's left thigh and left markings on the pt resembling the shape of the retractor blade. The retractor is not available for evaluation. Co informed the user facility this particular retractor is designed to be used for thyroid procedures. Without the return of the instrument no root cause for the reported incident can be concluded.